Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Patient said he turned stimulation off the day before yesterday, and when he tried to turn it on he got the picture of the healthcare professional (hcp). Patient said last night his implantable neurostimulator (ins) stopped providing stimulation he tried to use his controller and got the picture of the doctor but did not notice the code. Patient said he had seen elective replacement indicator (eri). Patient to pull up his therapy screen. The screen showed the low (or empty; pt was difficult to understand) ins battery icon in the middle top row. Patient was able to connect using his pp. There was unrelated medical procedures, pt said he had carpel tunnel surgery on his right and left hands. Pt said when they did the right hand, they nicked the nerve and now his hand is numb and tingling. Pt said they did the right hand (B)(6) 2015 and the left was a few months before that. There was allegation/dissatisfaction with ins longevity and patient reported that they were told the ins would last 4-5 years. Patient said this one has been just over a year. Patient said when he got it he was not nearly as bad and only used stimulation in the winter. Pt/caller to follow up with hcp. Symptoms reported were stim stopped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.